Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy. It was noted that the final screw placement appeared accurate, but the accuracy was described as "off by a screw width" when using every instrument. Frame movement was suspected. The site re-spun their images to finish the case. There was less than an hour delay, and no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the system performed as intended. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a nav spin was completed, the stealth midas, awl tip tap, and screwdriver were used and appeared to be inaccurate. All instruments were reported to have equally showed a lateral inaccuracy of about 4mm. The inaccuracy was observed after the first screw was placed. A re-spin resolved the issue. The screw placement was in the direction toward the reference frame.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first 2 screws were accurate at l4 and then became inaccurate at the level below which was l5.

Manufacturer narrative:
H3: a software analysis was initiated. There is insufficient information to determine root cause of reported behavior. Sw logs are not helpful in diagnosing auto-registration accuracy issues. The logs captured five sessions on the reported date, with the first two sessions showing the selected procedure as spinal fusion, matching the reported event; therefore, review was limited to these sessions. In session¿1, the workflow included transitions through select procedure, instruments, acquire images, and navigation, with three o-arm exams acquired (oarm-1, oarm-2, and oarm-3). Navigation phases utilized different o-arm references, with oarm-1 and oarm-2 used for navigation and oarm-3 acquired later without associated navigation activity. In session¿2, the workflow similarly progressed through select procedure, instruments, acquire images, and navigation, with two o-arm exams used during navigation (oarm-1 and oarm-2) before returning to procedure selection. The provided archive contained two exports, each consisting of three o-arm exams with 192 slices at 0.83¿mm spacing and thickness. Instruments used included small passive frame, awl blunt navlock orange, passive planar sharp, and modulex drivers. In export¿1, oarm-1 included 15 saved cylinders and oarm-2 included 2 saved cylinders under projections, with no saved implants. In export¿2, oarm-1 included 12 saved cylinders and oarm-2 included 8 saved cylinders, also with no saved implants. No projections or implants were saved for oarm-3 in either export. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. H6: codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.